Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported cardiac tamponade was due to the pericardial effusion. The cause of the reported pericardial effusion could not be determined. The reported patient effects of pericardial effusion and cardiac tamponade, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report cardiac tamponade requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat degenerative mitral regurgitation (mr) grade 4. One clip was implanted successfully, and the mr was reduced to grade <1. The procedure was completed without reported complication. One day later it was noted the patient had a cardiac tamponade due to a small pericardial effusion. The patient was taken to the cath lab and underwent pericardiocentesis. There was no clinically significant delay in the procedure and no adverse patient sequelae.